Manufacturer narrative:
Additional information: reference MFR # 2023826-2023-03700 for initial lens implant. Claim#(B)(4).

Manufacturer narrative:
H6: device code 1494: off-label use (acd < 3.0mm). Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens of diopter -5.5/+2.0/091 into the patient's left eye (os) on (B)(6) 2023. Within the initial surgery the lens was removed and replaced intra-operatively for a longer length lens due to low vault. The problem was resolved. Cause of event reported as unknown.